Event description:
Related manufacturer reference number: 2017865-2022-43137. It was reported the patient presented in clinic for a follow up. Upon interrogation, it was observed the right ventricular lead was oversensing noise leading to pacing inhibition. The patient also complained of pocket pain at the site of the implanted pacemaker. The lead and device were explanted and replaced with a leadless system. The patient was stable.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.